Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after the second squeeze the stapler opened on one's own and the staplers fell without closing as a b-shape. In addition the knife was exposed when the stapler opened. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, after the second squeeze the stapler opened on its own and the staplers fell without closing as a b-shape and penetrated the tissue loosely. In addition the knife was exposed when the stapler opened. Another cartridge was opened and used to transect medial to the defect so it can be removed with the specimen. There was no patient injury.